Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow-up with the health-care provider (via fax), additional information and the operative report of (B) (6) 2009 was received. The device is not available for evaluation, as it was noted that the device was not explanted.

Event description:
It was reported that the patient has expired after implant duration of approximately zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the cause of death was cardiac arrest.